Manufacturer narrative:
Baxter received and evaluated the device. A service history record review revealed no issues that could have caused or contributed to the reported issue. An event history log (ehl) review was not performed due to the reported problem(s) being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. Device was sent for downstream occlusion testing with passing results. Evaluation found downstream tubing guide depth out of specification. Downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion >20 psi. There was no patient involvement associated with this event. No additional information is available.